Event description:
There was an alleged fire in the consumer's home that caused extensive damage and the death of the consumer. The insurance company stated there is a possibility the cause was a short from the bed.